Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant procedure, the physician tried to pass the lead through a "valved long safe sheath" as the patient's vessels were "quite stenosed." Upon inspection of the lead during the procedure, it was noted that the coils appeared to be damaged. A new lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the physician tried to pass the lead through a "valved long safe sheath" as the patient's vessels were "quite stenosed." Upon inspection of the lead during the procedure, it was noted that the coils appeared to be damaged. A new lead was successfully implanted. No patient complications were reported as a result of this event.